Manufacturer narrative:
A tear was found in the unexposed portion of the soft cannula as well as in the reservoir. When the distal tip was manually occluded, fluid diverted through both these tears, causing a leak along the fluid path. These damages caused corrosion of multiple internal parts. The top and bottom battery and pcb showed heavy signs of corrosion. The batteries were measured lower than expected due to this corrosion. The device could not be downloaded. The damaged soft cannula and reservoir impacted insulin delivery. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 16 mmol/l (288 mg/dl) while wearing the pod on the abdomen between 4 and 24 hours. A manual insulin injection was administered to treat the hyperglycemia and a new pod was applied.